Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2020-48515. Related manufacturer report 1627487-2021-01049. It was reported that high impedance issue was observed on the leads. One extension was explanted on (B)(6) 2021 procedure. High impedance issue was still observed, and lead damage was observed on one of the leads. Both leads were explanted, and new leads were implanted. It is unknown which lead had a damage issue therefore both leads are being reported. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The complaint for high impedance was not confirmed. Two leads were returned, they were designated lead a and lead b. Lead a was returned complete. Microscopic inspection revealed, instrumentation damage to the lead body 12.9cm distal to the stimulation end. The lead was functionally tested and passed all testing.